Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of implant/malposition of essure, migration of essure"), device breakage ("fracturing of the implant / device breakage"), device expulsion ("expulsion of essure device"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general),irregular bleeding") in a 25-year-old female patient who had essure (batch no. A33570, a34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included gerd, anxiety, panic attacks, endoscopy, lumboischialgia, dysfunctional uterine bleeding and abdominal pain lower (pain to right lower quadrant and cramping.). No vomiting. Unsure of preg poss. Sts bleeding brown and clotting. No urinary non obstructing left renal calculus. No obstructive uropathy. , no other acute abnormality,non obstructing left renal calculus. No obstructive uropathy. . Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, difficulty in walking, back pain and nicotine dependence. In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: severe mood swings,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: utis") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression worsen with essure,"), anxiety ("psychological or psychiatric problems condition:anxiety worsen with essure,") and weight decreased ("weight gain/loss specify which one: weight loss"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), cystitis ("infection bladder"), vaginal infection ("vaginal infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic reaction"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), gastrointestinal disorder ("disorder gastrointestinal"), dyspepsia ("digestive disorder") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy, she had surgery to remove the essure implant), surgery (hysterectomy, she had surgery to remove the essure implant) and surgery (hysterectomy, she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, device expulsion, pelvic inflammatory disease, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, menorrhagia, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract disorder, bladder disorder, nausea, mental disorder, dysmenorrhoea, fatigue, allergy to metals, weight increased, gastrointestinal disorder, dyspepsia, migraine, headache, mood swings and weight decreased outcome was unknown, the genital haemorrhage, pelvic pain, alopecia, dyspareunia, vaginal discharge and vomiting had resolved and the depression and anxiety had not resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that on (B)(6) 2014 a surgical removal of coil(s) was performed and on (B)(6) 2014, a bilateral salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Labs: a transvaginal ultrasound reveals normal structure of the uterus and adnexae. She does have essure coils that appear to be within the fallopian tubes but appear to be elongated. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet, new reporter , patient demographic information, lab data, new events hormonal changes describe: severe mood swings, psychological or psychiatric problems condition: depression and anxiety worsen with essure, weight gain/loss specify which one: weight loss and pelvic inflammatory disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of implant/malposition of essure, migration of essure"), device breakage ("fracturing of the implant / device breakage"), device expulsion ("expulsion of essure device"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general),irregular bleeding") in a 25-year-old female patient who had essure (batch no. A33570, a34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included gerd, anxiety, panic attacks, endoscopy, lumboischialgia, dysfunctional uterine bleeding and left lower quadrant pain (pain to right lower quadrant and cramping.). No vomiting. Unsure of preg poss. Sts bleeding brown and clotting. No urinary non obstructing left renal calculus. No obstructive uropathy. , no other acute abnormality,non obstructing left renal calculus. No obstructive uropathy. . Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, difficulty in walking, back pain and nicotine dependence. In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: severe mood swings,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: utis") and allergy to metals ("nickel allergy"). In (B)(6) 20, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression worsen with essure,"), anxiety ("psychological or psychiatric problems condition:anxiety worsen with essure,") and weight decreased ("weight gain/loss specify which one: weight loss"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), cystitis ("infection bladder"), vaginal infection ("vaginal infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic reaction"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), gastrointestinal disorder ("disorder gastrointestinal"), dyspepsia ("digestive disorder") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy, she had surgery to remove the essure implant), surgery (hysterectomy, she had surgery to remove the essure implant) and surgery (hysterectomy, she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, device expulsion, pelvic inflammatory disease, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, menorrhagia, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract disorder, bladder disorder, nausea, mental disorder, dysmenorrhoea, fatigue, allergy to metals, weight increased, gastrointestinal disorder, dyspepsia, migraine, headache, mood swings and weight decreased outcome was unknown, the genital haemorrhage, pelvic pain, alopecia, dyspareunia, vaginal discharge and vomiting had resolved and the depression and anxiety had not resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that on (B)(6) 2014 a surgical removal of coil(s) was performed and on (B)(6) 2014, a bilateral salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Labs: a transvaginal ultrasound reveals normal structure of the uterus and adnexae. She does have essure coils that appear to be within the fallopian tubes but appear to be elongated. Lot numbers and exp/MFR dates a33570 jul2015 / jul2012. A34127 jul2015 / jul2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc(product technical complaint) update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant / device breakage"), uterine perforation ("perforation of organs/migration of implant/malposition of essure, migration of essure"), pelvic inflammatory disease ("pelvic inflammatory disease"), device expulsion ("expulsion of essure device") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general),irregular bleeding") in a 25-year-old female patient who had essure (batch no. A33570,a34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included gerd, anxiety, panic attacks, endoscopy, lumboischialgia, dysfunctional uterine bleeding and left lower quadrant pain (pain to right lower quadrant and cramping.). No vomiting. Unsure of preg poss. Sts bleeding brown and clotting. No urinary non obstructing left renal calculus. No obstructive uropathy. , no other acute abnormality,non obstructing left renal calculus. No obstructive uropathy. Previously administered products included for an unreported indication: mirena in 2005. Concurrent conditions included body mass index normal, difficulty in walking, back pain and nicotine dependence. In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: severe mood swings,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: utis") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression worsen with essure,"), anxiety ("psychological or psychiatric problems condition:anxiety worsen with essure,") and weight decreased ("weight gain/loss specify which one: weight loss"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), cystitis ("infection bladder"), vaginal infection ("vaginal infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic reaction"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), mental disorder ("psychological or psychiatric problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), gastrointestinal disorder ("disorder gastrointestinal"), dyspepsia ("digestive disorder") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy, she had surgery to remove the essure implant), surgery (hysterectomy, she had surgery to remove the essure implant) and surgery (hysterectomy, she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, pelvic inflammatory disease, device expulsion, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, menorrhagia, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract disorder, bladder disorder, nausea, mental disorder, dysmenorrhoea, fatigue, allergy to metals, weight increased, gastrointestinal disorder, dyspepsia, migraine, headache, mood swings and weight decreased outcome was unknown, the genital haemorrhage, pelvic pain, alopecia, dyspareunia, vaginal discharge and vomiting had resolved and the depression and anxiety had not resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that on (B)(6) 2014 a surgical removal of coil(s) was performed and on (B)(6) 2014, a bilateral salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Labs: a transvaginal ultrasound reveals normal structure of the uterus and adnexae. She does have essure coils that appear to be within the fallopian tubes but appear to be elongated. Batch number: a33570 man date: 2012/07 exp date: 2015/07. Batch number: a34127 man date: 2012/07 exp date: 2015/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of product technical complaints.( FDA code update) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of implant/malposition of essure, migration of essure"), device breakage ("fracturing of the implant / device breakage"), device expulsion ("expulsion of essure device") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. A33570, a34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's past medical history included gerd, anxiety, panic attacks, endoscopy and lumbago. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), gastrointestinal disorder ("disorder gastrointestinal"), dyspepsia ("digestive disorder"), migraine ("migraines"), vomiting ("vomiting") and headache ("headaches"). The patient was treated with surgery (hysterectomy, she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, device expulsion, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, menorrhagia, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, urinary tract disorder, bladder disorder, nausea, mental disorder, dysmenorrhoea, fatigue, allergy to metals, weight increased, gastrointestinal disorder, dyspepsia, migraine and headache outcome was unknown and the genital haemorrhage, alopecia, dyspareunia, vaginal discharge and vomiting had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting and weight increased to be related to essure. The reporter commented: it was reported that on (B)(6) 2014 a surgical removal of coil(s) was performed and on (B)(6) 2014, a bilateral salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added: hormonal changes, infection (bladder/ urinary tract/vaginal), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, nausea, migraines / headaches, psychological or psychiatric problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, nickel allergy, vaginal discharge, weight gain, gastrointestinal or digestive system condition, vomiting and she didn¿t undergo an essure confirmation test. Lot number, concomitant disease, historical condition, historical drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of implant"), device breakage ("fracturing of the implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy, she had surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, device breakage, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and experienced perforation of organs/migration of implant (seen as uterine perforation), fracturing of the implant (seen as device breakage) and heavy bleeding (seen as genital bleeding). The plaintiff was submitted to a hysterectomy and essure was removed on (B)(6) 2015. In this case, the exact date and mechanism of uterine perforation and device breakage are not known. Genital bleeding may occur with essure therapy. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of implant"), device breakage ("fracturing of the implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy, she had surgery to remove the essure implant on (B)(6) 2015) and essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, device breakage, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and experienced perforation of organs/migration of implant (seen as uterine perforation), fracturing of the implant (seen as device breakage) and heavy bleeding (seen as genital bleeding). The plaintiff was submitted to a hysterectomy and essure was removed on (B)(6) 2015. In this case, the exact date and mechanism of uterine perforation and device breakage are not known. Genital bleeding may occur with essure therapy. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.